Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take a 2d shot when using the handswitch and the footswitch. Manufacturing representative (rep) reported that the light on top of the mobile viewing station (mvs) was green and no error messages appeared. Rep opened and reclosed the gantry which had no effect. This issue occurred intraoperatively and caused 15 minutes surgical delay. There was no reported impact on patient outcome. Both medtronic imaging and navigation were aborted. Troubleshooting stating that rep took the imaging system out of the room and un-docked/docked the system then was able to successfully take a 2d shot. Technical service (ts) recommended performing a hard reboot. Rep had been able to take multiple shots with no other issues. Logs stating that "error: "can emergency event cleared for board system controller", "category: can controller", "source: on emergency event".